Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0115) is being monitored at this time due to a report stating oversensing via real time markers. It was also reported that this lead (0115) has migrated, and as a result, p waves are now being sensed. (Multiple counting). The implantable cardioverter defibrillator (ICD) implanted with this lead is nearing time for replacement. At replacement time of the (ICD) the situation with the lead will be resolved. No invasive procedure at this time.